Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood in the guide wire lumen, consistent with being advanced over a guide wire. There was no saline visible. The stent implant was returned dislodged from the sess. There was no damage noted to the stent implant. The outer tube was not retracted. The luer lock was not tight. There was no damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, which was reported to be loosened on the returned unit. However, this could not be confirmed. It was reported that the product was intended to be used to treat the posterior tibial, the xpert instructions for use states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that the xpert was to be used in a procedure to treat the posterior tibial. However, the stent was noted to be flowering prior to entering the sheath (never entered the patient). The device was removed and a new one was used without issue. There was no significant delay in procedure and no adverse patient effects. The patient outcome was good. No additional information was provided.